Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number.

Event description:
It was reported a PICC was placed on a woman with a pacemaker. It was stated maximum pwave and deflections were thought to have been obtained and seen so the PICC was left out 1 cm further. In order to confirm, a cxr was ordered and the cxr showed the PICC was 5 cm too short.